Event description:
It was reported that the lens was explanted due to z-syndrome. According to the doctor, the most likely cause of the z-syndrome was the patient's anatomy. A monofocal lens was ultimately implanted. Additional information has been requested but was not received. Reference 2031924-2014-00100 for the toric lens that was explanted from the same eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.